Event description:
It was initially reported that during preparation of an intraocular lens (iol), the customer felt it was very hard to push the plunger forward, but implanted the lens because they could turn the plunger and the iol that came out into the eye was found to be scratched. It was indicated that the patient is claustrophobic and is taking tranquilizers, which makes it difficult to explant the iol; therefore, the lens remains implanted. There were no complaints from the patient at the postoperative visit and good eyesight with no injuries reported. Additionally, the johnson & johnson (jnj) representative checked the operational video at the hospital and noted that the lower right part of the iol and the trailing haptic were discharged in a deformed state and that the optical part was damaged. That ophthalmic viscoelastic device (ovd) was used which the lens case was not filled with ovd and was set in a sufficient amount in the cartridge. The jnj representative reconfirmed the setting method using the demo product and that there seemed to be no problem with the amount of ovd and the pushing speed of the plunger. No further information was provided.

Manufacturer narrative:
Age or date of birth & weight: unknown/information asked , but not provided. Explant date: if explanted, give date: not applicable, as the lens remains implanted. Concomitant medical products: ophthalmic viscoelastic device (ovd) by santen pharmaceutical's opegan high. Telephone number: (B)(6). Device evaluated by MFR: the intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.